Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that a stent was implanted in the proximal lesion, a second stent was attempted to be deployed in the distal. It should be noted that the instructions for use (IFU) states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. The investigation determined the reported difficulties appear to be related to user error. It was reported that a stent was implanted in the proximal lesion, followed by the reported stent in the distal. In this case, it is likely that when attempting to pass the reported stent through the implanted stent, an interaction occurred. An interaction between the stents could contribute the reported migration and entrapment. Additionally, interaction between the implanted stent and the reported sds could contribute to balloon damage, resulting in a material rupture. It should be noted that the instructions for use state ¿when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion.¿ based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 - medical device problem code 2017 clarifier: distal to stent.

Event description:
It was reported that the procedure was performed to treat a lesion in the left circumflex (cx) coronary artery with mild calcification, mild tortuosity and 80% stenosis. Each xience alpine stent was prepped per instructions of use. The first stent, a 2.5mm x 38mm xience alpine stent was implanted in the proximal cx. The second stent, a 2.5x18mm xience alpine stent, was attempted to be deployed in the distal cx. The balloon was inflated was inflated once to 8 atmospheres and a rupture occurred, causing the stent to be deployed under-expanded. Dilatation was attempted with a 2.5x12mm nc trek balloon dilation catheter, yet the stent could not be located under fluoroscopy. Therefore, a 2.5x23mm xience alpine stent was advanced to be deployed in the distal cx. Subsequently, the missing 2.5x18mm xience stent was located, dislodged in the struts of the first implanted stent. Therefore, the 2.5mm x 23mm xience stent was deployed to push the dislodged stent out distally and dilatation was performed on both stents in the distal cx. There was no adverse patient sequela. No additional information was provided.